Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested using retention controls. Testing results: qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.4 inr and the results from the laboratory using bcs with siemens reagent was 1.9 inr. The customer was anemic, but did not know the hematocrit value. The customer follows a diabetic diet, low sodium diet, and low potassium diet. The therapeutic range was 2.0-2.4 inr.